Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was not powering on. The cause for the failure was isolated to contamination in the j1 battery connector. Additionally, the monitor displayed a service code 102(charge profile fault). The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. The root cause for the j1 contamination was ingress of an unknown liquid. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on.